Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the rca. One day post index the patient suffered elevated troponin. Cec adjudicated mi of the target vessel. No action taken. Patient recovered.